Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that overpressure was experienced.

Manufacturer narrative:
Alleged failure: (B)(6) 2020 tssh. 2:00pm start, surgeon: dr (B)(6), patient: (B)(6) lap tubal, 63 pressure on insufflator, 10 minutes into the case/, no anesthesia complications, (B)(6). Account (B)(6) hospital, account#(B)(6) salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the event details could not be confirmed. However, the unit is past due for calibration and preventative maintenance and the sinter filter of the gas adapter is dirty. In spite of the unit failing the initial tolerance checks, and the occlusion warning test, the event details as per the customer, could not be replicated. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that overpressure was experienced.